Event description:
It was reported that the insulin pump has a missing piece from the battery compartment. It was also stated that the customer has experienced some high blood glucose levels and the insulin pump is going through the battery fast. Customer declined to troubleshoot and requested the device to be replaced. Blood glucose value is 289 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.